Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-op, the tip broke. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:visual and optical inspection confirms approximately~1 mm of the tip is plastically deformed, with the torx tip lobes deformed; the direction material flow indicates the damage occurred while tightening. Dimensional inspection of the shaft diameter and material hardness confirmed conformance to print specification. Conclusion: the above observations are consistent with torsional overload. The above findings are consistent with anticipated wear.